Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient who underwent a primary breast reconstruction procedure with mentor memoryshape breast implant 555cc gel breast prostheses developed recurrent infections in both of her breasts post implantation. It was reported that the breasts became red and hot around 3-4 times over the past 1.5 years. The patient also developed bilateral breast swelling and bilateral breast pain which led to a week-long hospitalization. An ultrasound showed bilateral peri-implant fluid collection, with more fluid in the left breast than the right. On (B)(6) 2021, the patient underwent an ultrasound-guided needle aspiration of the peri-implant fluid in the left breast. It was reported that there was not enough fluid in the patient¿s right breast to collect a sample. As a result of all of the above, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast infection, bilateral peri-implant fluid collection. (B)(4).